Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue was caused by the interconnect cable. The interconnect cable was temporarily repaired to restore function and removed and replaced the following day to permanently repair the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had intermittent communication failure errors over the past several weeks.